Manufacturer narrative:
The device have not been returned. A product analysis has not been performed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the tip of the blade broke during surgery. There was no patient injury.